Manufacturer narrative:
Product not yet evaluated by manufacturer. Follow-up report will be issued as necessary based upon investigation results.

Event description:
It was reported that the thermostat was running too high. No pt involvement or adverse consequences are reported.